Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during an intraocular lens (iol) implanting procedure, there was a mark on the iol was found. The procedure was completed with the another lens during initial procedure. Additional information has been requested and received.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. Company device was returned loose in the carton. Solution is dried in the device. The plunger is fully advanced outside the tip of the nozzle. The tip of the plunger is broken/torn and is returned loose in the carton. The breakage most likely occurred during the transportation. The lens is returned outside of the device adhered to an adhesive tape. Reported "mark" is not observed on the lens. Due to the lens being returned adhered to an adhesive tape, removal of the lens could not be performed and detection of light scratches may be affected. No root cause identified as the reported complaint "a mark on the lens" was not observed. The returned iol shows evidence of possible handling by the customer due to the presence of solution dried in the device and how it was returned adhered to the outside of the device with an adhesive tape. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures. The manufacturer internal reference number is: (B)(4).